Event description:
It was reported that the system 5 sagittal saw had no power during a procedure, which resulted in a 30 minute delay in the case. There was no medical treatment or intervention required as a result of this event.

Manufacturer narrative:
The complaint was confirmed. The handpiece was found to have power loss due to a faulty controller. Based on a review of complaint trending, a faulty controller can cause intermittent or complete loss of power.

Event description:
It was reported that the system 5 sagittal saw had no power during a procedure, which resulted in a 30 minute delay in the case. There was no medical treatment or intervention required as a result of this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.